Event description:
The MFR's rep reported that results from a rotor dye study showed the "rotor did not turn". The pump was explanted and replaced a mo later after 30 mos implant duration. The drug contained in the pt's pump was morphine (25mg/ml), clonidine (400mcg/ml), and bupivicaine (50mg/ml), delivered at a daily dose of 7 mg/day. No pt symptoms were provided. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u will be sent when analysis is complete.